Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was having "terrible pain and shocking" and they couldn't get the patient programmer to adjust stimulation or turn their implant off. The patient had adjustment done. It was reported that they need help with turning stimulation down and using their patient programmer. The patient was assisted with using their patient programmer. Relevant medical history includes spinal pain.

Event description:
Additional information received reported that they had no control of the pain. An adjustment was made after their antenna was replaced. The patient reported that the shocking sensation and pain had been resolved to the best that they could. The patient still had pain but not a sharp pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.